Manufacturer narrative:
(B)(4). This device is same and/or similar to a device approved for distribution in the us.

Event description:
It was reported that a portex plastic 'loss of resistance' syringe leaked when pressure was applied. The epidural could not be positioned correctly, therefore pain control was not provided. No permanent injury was reported.